Event description:
It was reported that the inflatable penile prosthesis was explanted due to unspecified reasons. A new 18cm x 12mm ipp with 65ml reservoir was implanted. Further information was requested and not yet received. Product was explanted but not expected to be returned.  Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.

Event description:
It was reported that the inflatable penile prosthesis was explanted due to unspecified reasons. A new 18cm x 12mm ipp with 65ml reservoir was implanted. Further information was requested and not yet received. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis. It was further reported that the ipp was replaced due to fluid loss and because the patient was not able to inflate the device. The location of the fluid loss was not identified as the device had been implanted for so long. The decision was made to just replace the entire device. The patient was doing fine following surgery.

Manufacturer narrative:
Model number: 72404155. Lot number: 687099013. Model description: reservoir 65ml pc/iz.